Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange of texture implants due to concern with product. Device has been explanted and replaced.

Manufacturer narrative:
In response to FDA report number: (B)(4). Information contained in this report was previously submitted via emdr manufacturer report number: 9617229-2023-02691. All information has been consolidated into this report. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture and exchange of texture implants due to concern with product. Device has been explanted and replaced.